Event description:
(B)(4).

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the mfg site arjohuntleigh, a branch of arjo ltd med (B)(4). As of 2011, that number was de-activated due to the site no longer shipping product to the USA. Going forward, complaints related to this product are to be handled by arjohuntleigh, a branch of arjo limited med (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.